Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that pn 32g 4mm hp 5 bag 50 box sample ca had no insulin flow. The following information was provided by the initial reporter: material no:320556 batch no: 9155550. It was reported that the non pateint end is bent and insulin does not flow when taking the injection. Verbatim: consumer stated, prior to injection, the non patient end is bent. She discovers it once she removes the tear drop label. Stated, no insulin flow when taking injection. Stated, she does not prime before taking injection but will start to prime moving forward.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g 4mm hp 5 bag 50 box sample ca had no insulin flow. The following information was provided by the initial reporter: material no:320556, batch no: 9155550. It was reported that the non patient end is bent and insulin does not flow when taking the injection. Verbatim: consumer stated, prior to injection, the non patient end is bent. She discovers it once she removes the tear drop label. Stated, no insulin flow when taking injection. Stated, she does not prime before taking injection but will start to prime moving forward.